Event description:
It was reported that the pump alarmed cassette not attached properly. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: corrected. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: unknown cassette type. Functional testing confirmed the reported issue. The cause of the report error is one cassette pin sensor got stuck. All three cassette sensors were cleaned and lubed to resolve the issue.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the root cause was due to the stuck cassette sensor pin. The three cassette sensors were cleaned and lubed. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
Additional information received stated that the issue did not occur during use with a patient.